Event description:
The patient was undergoing a medical procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a non-penumbra sheath. During the procedure, while retracting the velocity, the physician kinked the velocity. Subsequently, the velocity broke at the hub and at the mid-shaft. Therefore, the velocity was removed and not used for the remainder of the procedure. The procedure was completed using a non-penumbra microcatheter and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.